Event description:
It was reported that 20 bd vacutainer® sst¿ ii advance plus blood collection tubes produced false positive results for toluene. The samples were reportedly analyzed on the "gc on the gc-2010 with capillary column from shimadzu", as well as on the "gc 7890 from agilent" for parallel testing. A small investigation with a "negative serum sample which was pipetted into the clean sst ii tube" and placed into the fridge yielded a toluene concentration of "9.0 mg/l" after one hour, "3.0 mg/l" after 24 hours, and "6.0 mg/l" after 28 hours. The following information was provided by the initial reporter: the toxicology laboratory is providing the ethanol and other volatile substances testing for certain customers (these could be hospitals, polyclinics or other laboratories from different parts of slovakia, but especially ER on patients after car accidents or work injuries). This toxicology laboratory just found out, that during ethanol testing in bd vacutainer sst ii tubes, they have false positive results for toluene and this was also confirmed by their colleagues from other workplace of the authority in slovakia. The laboratory analyses the samples with the ¿head space¿ gc on the gc-2010 with capillary column from shimadzu and parallel the same sample with the same method on gc 7890 from agilent. This method is primary used to detect ethyl alcohol, but all the other volatile substances present in the sample are detected as well. Using the 367955 bd vacutainer sst ii toluene was found out as a false positive occurrence. They did a small investigation with a negative serum sample which was pipetted into the clean sst ii tube: after one hour in the fridge the toluene concentration was 0.9mg/l, after 24 hrs 3.0 mg/l, after 48 hrs 6.0 mg/l.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd life sciences-preanalytical systems received your complaint regarding issues with falsely elevated results for toluene when using the bd vacutainer® sst¿ ii advance tubes. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Toluene is used as a solvent in the manufacturing process for the acrylic based gel that bd purchases as a raw material for the bd vacutainter® sst¿ ii advance product. As such, there are residual levels that remain in the gel of the finished bd vacutainer® sst¿ ii advance product. Investigation conclusion: bd life sciences-preanalytical systems received your complaint regarding issues with falsely elevated results for toluene when using the bd vacutainer® sst¿ ii advance tubes. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Toluene is used as a solvent in the manufacturing process for the acrylic based gel that bd purchases as a raw material for the bd vacutainter® sst¿ ii advance product. As such, there are residual levels that remain in the gel of the finished bd vacutainer® sst¿ ii advance product. Bd life sciences-preanalytical systems does not recommend using gel-based collection tubes to analyze the presence of organic solvents, such as toluene, in blood. Bd life sciences-preanalytical systems recommends our customers contact the provider of the specific diagnostic test, assay manufacturer or diagnostic service provider for validated blood collection devices. Bd life sciences-preanalytical systems has not validated any of our collection tubes for use in organic solvent testing in blood and therefore cannot recommend any of our blood collection tubes for this purpose. Root cause description: toluene is used as a solvent in the manufacturing process for the acrylic based gel that bd purchases as a raw material for the bd vacutainter® sst¿ ii advance product. As such, there are residual levels that remain in the gel of the finished bd vacutainer® sst¿ ii advance product. Bd life sciences-preanalytical systems does not recommend using gel-based collection tubes to analyze the presence of organic solvents, such as toluene, in blood. Bd life sciences-preanalytical systems recommends our customers contact the provider of the specific diagnostic test, assay manufacturer or diagnostic service provider for validated blood collection devices. Bd life sciences-preanalytical systems has not validated any of our collection tubes for use in organic solvent testing in blood and therefore cannot recommend any of our blood collection tubes for this purpose. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 bd vacutainer® sst¿ ii advance plus blood collection tubes produced false positive results for toluene. The samples were reportedly analyzed on the "gc on the gc-2010 with capillary column from shimadzu", as well as on the "gc 7890 from agilent" for parallel testing. A small investigation with a "negative serum sample which was pipetted into the clean sst ii tube" and placed into the fridge yielded a toluene concentration of "9.0 mg/l" after one hour, "3.0 mg/l" after 24 hours, and "6.0 mg/l" after 28 hours. The following information was provided by the initial reporter: the toxicology laboratory is providing the ethanol and other volatile substances testing for certain customers (these could be hospitals, polyclinics or other laboratories from different parts of (B)(6), but especially ER on patients after car accidents or work injuries). This toxicology laboratory just found out, that during ethanol testing in bd vacutainer sst ii tubes, they have false positive results for toluene and this was also confirmed by their colleagues from other workplace of the authority in (B)(6). The laboratory analyses the samples with the ¿head space¿ gc on the gc-2010 with capillary column from shimadzu and parallel the same sample with the same method on gc 7890 from agilent. This method is primary used to detect ethyl alcohol, but all the other volatile substances present in the sample are detected as well. Using the 367955 bd vacutainer sst ii toluene was found out as a false positive occurrence. They did a small investigation with a negative serum sample which was pipetted into the clean sst ii tube: after one hour in the fridge the toluene concentration was 0.9mg/l. After 24 hrs 3.0 mg/l. After 48 hrs 6.0 mg/l.